Event description:
Hcp reported x-ray showed catheter appeared to have fracture an discontinuity. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.